Event description:
Following implant, they believed that the pt was overdosing so they emptied the reservoir; per the pt, this occurred twice. Over the past 1.5 weeks, the dose had been increased over 200% with no relief/benefit for the pt. The event logs were reviewed and reported to be normal. A catheter dye study was done; they were unable able to get a definitive yes or no regarding catheter patency. In 2009, they did another trial and the pt responded; the pt and her husband felt there was something wrong with the device system. The next day, in the or, a roller study was done on the pump; it confirmed that the pump was working. The physician replaced the entire system. Two days after the replacement, it was noted that the pt seemed to be doing fine. The medication being delivered via the device system was baclofen. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.